Event description:
The user facility reported that the tip of the gt wire broke outside of the patient. Follow up communication with the user facility confirmed the following information: the physician was using a needle as a shaping tool when the wire broke; procedure was completed with other wire; and the patient is reported to be "fine."

Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon evaluation of the user facility information and the retention sample from the involved product code/lot # combination. A visual inspection did not find any anomaly. Magnifying inspection of the guide wire did not reveal any anomalies. The outside diameter of the guide wire shaft was measured along the total length and confirmed to meet manufacturer specifications, being comparable to that of the current product sample. The tensile resistance of the guide wire shaft was determined using a load-measuring machine and confirmed to be comparable to that of the current normal product sample. No anomaly was revealed. A review of the device history record and shipping inspection record confirmed that there were no production related problems for the involved product /lot# combination. A review of the complaint files confirmed that the involved product/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, and complaint description, it is likely that the actual sample was subjected to an external tensile force exceeding the product strength limit during shaping process, resulting in the reported event. From the available information, however, the cause of the complaint cannot be determined definitely. The device labeling does address the potential for such an event in the instructions-for-use, which states: "to shape the tip of the re-shapeable type guide wire, maintain its surface lubricity and coil it carefully around your fingertip or the attached inserter." "Do not shape the guide wire using method other than that described above. Handling the wire when dry, heating, shaping with forceps or fingernails, bend tightly or back and forth may result in the guidewire breakage/separation." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer.